Event description:
A distal centralizer did not fit the hip stem appropriately because the hole in the centralizer designed to fit the stem was not drilled with the appropriate taper. Another centralizer was used and the surgery resumed without further reported incident.

Manufacturer narrative:
Another centralizer was available to the surgeon, and the surgery proceeded with no further incidents reported.